Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of clearlink system non-dehp solution sets were leaking. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h7 and h9: information is being removed from h7 and h9 in the initial MDR. No remedial action was taken for this event and this device is not involved in a correction and removal activity from the field. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: four devices were received for evaluation. During visual inspection, all four tubings were observed kinked right below the drip chamber. The sets underwent functional testing including, pressure and clear passage underwater testing and leaks were observed three of the devices. In device one, the leak was observed in the gland of the y-site clearlink and device two and four, the leaks were observed between the assembly of the tubing into drip chamber. Priming was performed in device two and four and leaking was noted between the assembly of the tubing into drip chamber. The reported condition was verified in device one, two and four. The cause of the condition for device one was a damaged component from a third-party supplier. There are process controls in place designed to detect this failure, including, in-process inspection, periodic checks, 100% visual inspection, final physical inspection and functional test. The cause of the condition for device two and four were due to a manufacturing issue. A nonconformance has been opened to address this issue. Device three no leaks were noted; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.